Event description:
A customer contacted beckman coulter inc. (Bci) to report a burning smell from the analyzer and stated they had elevator up and down errors messages and the instrument would not advance the cassette. The customer stated that in manual mode the probe would not move to the outward position. Unknown if there is an exposure control or risk management plan in place at the facility. No death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
The customer declined service and stated that the cause of overheating was likely due to the age of the instrument. Root cause is unknown. Customer declined service.